Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, documentation, instructions for use (IFU), quality control, and visual inspection of the device was conducted during the investigation. One device was returned for investigation. The returned device was a single lumen PICC catheter. A visual examination noted the clear tubing has partially separated from the purple hub. No lot number was provided, therefore; a review of the device history record cannot be completed at this time. Also, a search of the manufacturer's database for associated complaints for this failure mode could not be performed. A definitive root cause could not be determined, however; based on the provided information and evaluation of the returned device(s), the actual root cause is deemed to be; ¿inconclusive¿. The failure originated at the molded transition between the silicone extension tubing and over-molded plastic hub. This failure mode is being escalated per internal processes.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, at an unknown point during an unspecified procedure, a cook brand peripherally inserted central catheter (exact model unknown) broke at the junction between the catheter and the hub portion of the device. Reportedly, additional procedure(s) were required; however, the nature of this additional intervention was not reported. The circumstances surrounding the handling and usage of the device are not known. The product is reportedly available for return, but as of the date of this report, the product has not yet been received. Additional information has been requested from the customer.